Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The unit was restarted to resolve the issue. No repair information available.

Event description:
The hospital reported an internal error during a case resulting in the loss of mechanical ventilation. There was no report of patient involvement.